Event description:
As reported to coloplast though not verified, patient was implanted with the aris mesh on (B)(6) 2010. Later patient experienced infection, pain, pelvic organ prolapse, dyspareunia and bladder, bowel or vessel perforation.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.